Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient's implantable neurostimulator (ins). Manufacturer representative reported an hour after implant they went to program the device and the patient could not move their leg. It was reported that the patient was heavily medicated but that a MRI was going to be performed. This occurred on (B)(6) 2017. It was later reported that the patient ended up having an epidural hematoma and their device was explanted the same day. The patient had taken an excedrin for a migraine and forgot to disclose that information to their physician before surgery. The patient reportedly made a full recovery and it is unknown if they have plans to implant another system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.